Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and unknown mesh was implanted. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems ,vaginal scarring and other unspecified issues. It was reported that patient underwent mesh removal on an unknown date (per ppf) by dr. Winton at uromedix miami fl for mesh complications. (B)(4).